Event description:
It was reported during new system implant on (B)(6) 2018, the physician was unable to advance the patient's lead due to excessive scar tissue. As a result, the procedure was abandoned.